Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer, who contacted company to report an adverse event and a product complaint (pc), concerns a female patient of unknown age and origin. The medical history of patient and concomitant medications were not provided. The patient received insulin lispro (humalog), cartridge, via a reusable pen, unknown dose, frequency, route, indication of use and beginning date. On an unspecified date, unknown time after beginning the treatment with insulin lispro via a humapen luxura half dose device (lot number was 1403g08; (B)(4)), the device was defective; it was stated that black grinder did not go down and almost this problem of the pen killed patient once it was thought that patient was applying the insulin for three days and her blood glucose was 600 (no units and reference ranges were provided) the events were considered serious by the company due to medically significant reason. Information regarding laboratory exam, corrective treatment and event outcome was not provided. It was unknown if insulin lispro was continued. It was unknown who operated the device and if the operator was a trained user. It was unknown how long time patient was using the reported device and device model. The complaint was resolved. The device remained in use, and would not be returned. No relatedness opinion was provided. Edit 03jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 11jan2019 in the b.5. Field. No further follow up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary: a patient's daughter reported that her mother's humapen luxura hd device was defective because "the little spring (injection screw) does not go down". The patient experienced increased blood glucose. The device was not returned for investigation (batch 1403g08, manufactured march 2014). Troubleshooting was performed with guidance from a trained professional and the device functioned normally. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted company to report an adverse event and a product complaint (pc), concerns a female patient of unknown age and origin. The medical history of patient and concomitant medications were not provided. The patient received insulin lispro (humalog), cartridge, via a reusable pen, unknown dose, frequency, route, indication of use and beginning date. On an unspecified date, unknown time after beginning the treatment with insulin lispro via a humapen luxura half dose device, the device was defective; it was stated that black grinder did not go down (lot number was 1403g08; (B)(4). And almost this problem of the pen killed patient once it was thought that patient was applying the insulin for three days and her blood glucose was 600 (no units and reference ranges were provided) the events were considered serious by the company due to medically significant reason. Information regarding laboratory exam, corrective treatment and event outcome was not provided. It was unknown if insulin lispro was continued. It was unknown who operated the device and if the operator was a trained user. It was unknown how long time patient was using the reported device and device model. The complaint was resolved. The device remained in use, and was not returned to the manufacturer. No relatedness opinion was provided. Edit 03jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 11jan2019: additional information received on 11jan2019 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields and malfunction from unknown to no; and added the unique device identifier (UDI) number and date of manufacturer for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly. Edit 24jan2019: updated medwatch fields for expedited device reporting. No new information added.